Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06904. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat cystocele and midline mixed and urge stress incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent rectus fascia sling and excision of extruded vaginal mesh on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent urinary incontinence, urinary retention and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient vaginal discharges, vaginal discomfort, urinary urgency and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital.